Event description:
The customer reported experiencing a frozen screen on her insulin pump. Troubleshooting was performed but the frozen screen persisted. Advised the customer that insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.